Event description:
The anesthesia technologist called baxter technical service on (B)(6) 2010 to report an infusor pump that was alarming during patient use causing an interruption of therapy to the patient. On 3/1/10, the crna stated that the pump started to alarm attention about a quarter of the way through patient's procedure causing an interruption of therapy. The pump was infusing propofol to a male patient, dosage at 52 megs per kilo , the crna reported, she checked the syringe and everything appeared to be working properly. The crna then took the syringe out of the pump and manually administered propofol to patient to complete the procedure. After procedure was completed, crna replaced the batteries but pump still alarmed attention. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.